Event description:
It was reported that there were low impedances. The actions required as a result of the event were a different product being used, hospitalization, explant and replacement. It was noted that the product issue was resolved. Patient was alive with no injury. Explant of the extension had occurred on (B)(6) 2013. No patient symptoms were associated with this event. Additional information received reported that according to the health care professional (hcp) the issue seemed to be on the lead. High impedances were observed on contact 8 and 14 shortly after implant. The lead was changed on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), explanted: 2013-(B)(6), product type extension product ID 39565, explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found no anomaly.